Event description:
It was reported that the patient¿s blood glucose was within normal range (121-180 mg/dl). The needle mechanism had fully deployed before the pod was able to be used. The cannula was not visible, and the pink slide did not move forward; this indicates a needle mechanism failure. The pod was not worn.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause for the reported needle mechanism failure. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.